Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's lead made her neck tight and unable to turn easily and stimulation uncomfortable; therefore the system was explanted at an estimated date of (B)(6) 2014.